Event description:
It was reported that during un unk procedure, the device got damaged due to breakage of the anvil part. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2026 d4: batch # 575c91 and 223a24 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the anvil partially detached on the distal end and the proximal end and the anvil post on this area appears to be damaged as if the anvil was pulled out of the device. No reload was received. No functional test was performed due to condition of the device. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 575c91 and 223a24 and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: 1. Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? # during loading/unloading 2. Did the damage occur right out of the packaging or in the operative field? # operative field 3. Did any pieces fall into the patient? # no 4. If yes, were they retrieved? # na 5. Will all pieces be returned with the device? # yes 6. If no, were they discarded? # na 7. Could you please clarify if there were any patient consequences? # no patient consequences 8. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? # no changes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.